Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to any of olympus locations. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, it is considered that the image was flickered due to communication failure caused by excessive force applied to the cable by the user's handling and disconnection. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that after the procedure, the endoscopic image flickered sporadically when the cable of the subject device hanging. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.